Event description:
Flexible high pressure line became detached from the fitting that connects to external product bottle. A small brass fitting or ferrule was flung through the air and became embedded in user's wall. No injury reported.